Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned for evaluation. The investigation is currently underway.

Event description:
It was reported that treatment was being performed for an anterior communicating artery aneurysm. During advancement and manipulation of the coil in the aneurysm, the coil detached in the microcatheter. The detached coil segment was removed with the stiffer end of the pusher wire. The procedure was completed successfully with another coil, without further incident. There was no reported patient injury.

Manufacturer narrative:
The pusher was returned with the introducer, dispenser hoop and the implant coil. The implant coil was not attached to the pusher. The coil appeared to be in good form and shape, with the stretch resistance intact within it. The pusher appeared kinked at the distal section, with the core wire coiled up on the lead wires. There was lead wire separation observed from proximal to the middle section of the pusher. The attachment tether that holds the implant to the pusher was exposed to determine the kind of detachment the implant underwent. On examination of the same, it appeared to have a stretched tail, with a monofilament rebound of 0.160'. Based on the information provided and evaluation of the device, the coil detachment can be confirmed. The root cause is unknown; however, the pusher exhibited evidence that the device was subjected to tensile overload forces that exceeded its strength specifications.